Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported failure could not be reproduced during evaluation. Review of the device data logs did reveal system fault 133. The device was serviced, software was upgraded and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, the reported problem was due to contamination of the device. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf133) related to pressure measurement. There was no patient harm or serious injury reported as a result of this incident.